Event description:
Complainant alleged that while attempting to treat a patient the device's defib output was out of specification. When the device was set to discharge at 120 joules, the output was 4.9 joules. When the device was set to discharge at 150 joules, the output was 1 joule. When the device was set to discharge at 200 joules, the output was 1 joule. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.